Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Serial number: (B)(4), lot number: 61580. The event of erosion is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: the following may occur in conjunction with the use of the xen gel implant: gel implant migration, gel implant exposure or extrusion, gel implant blockage, choroidal effusion or hemorrhage, hypotony maculopathy, bleb related complications, or endophthalmitis and other known complications of intraocular surgery (e.g., flat or shallow chamber, hyphema, corneal edema, macular edema, retinal detachment, vitreous hemorrhage, uveitis).

Event description:
Healthcare professional reported right eye xen implant first eroded at the tip, then eroded through conjunctiva. Treatment was provided.as "explant/closure/trabeculectomy." Patient is progressing well. Patient is currently taking prednefrin forte.